Manufacturer narrative:
Due to character limit in e1 full initial repoter name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had condensation related malfunction. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name is (B)(6). Updated fields: b4, e1 (initial reporter, event site telephone and email address), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was unable to confirm the reported problem, no condensation found. Unit passed all functional and safety testing.

Event description:
N/a.